Event description:
The account alleged that when the brake is set the brake caster still rotates around. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.